Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not hear the low blood glucose alert annunciate. The customer's blood glucose level was 70 mg/dl. Customer technical support verified the alert had declared in the pump history, however the customer reported no audible alert or vibration. Multiple attempts were made to troubleshoot with the customer, however no response was received.